Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR. Investigation summary: device was not returned, the investigation was completed by reviewing the image of device that was provided. Customer quality investigation: device condition: visual inspection performed at customer quality (cq) on the prodisc image showed migration of one of the pro-disc end plates. Furthermore, the device end plates no longer appear parallel to each other. While the device complaint condition of device being subsided was not able to be confirmed with the given image, migration of the device was able to be confirmed. Document/specification review: as the manufacture date was unknown the exact drawing the device made to was not able to be identified. However, all revision drawings of the device were reviewed, and no design issues were identified. Review of the device history record was not able to be performed as lot number was unknown. Conclusion: the overall given complaint condition is confirmed. However, the root cause for the given complaint was not able to be determined. Additionally, the risk document review performed during investigation showed that the occurrence rate of harm documented in (B)(4) revision ethnicity, has been exceeded with this complaint. While an immediate revision to the risk document is not required at this time with the risk level being unchanged, the given complaint will be monitored under post market surveillance activities. Although the device was found to be migrated and the end plates no longer appear to be parallel, during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Further investigation was not able to be performed with the given information; the complaint condition will be monitored during post market periodic reviews and therefore no further corrective/preventive actions are required at this time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age, date of birth, gender, and weight not available for reporting this report is for an unknown pdc implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was report that the patient had original surgery on unknown date for treatment with a (pdc) prodisc c artificial disc replacement at spine disc levels c4-c5. Patient was implanted with one (1) level prodisc c. Patient was also implanted on an unknown point in time with a competitor¿s cervical cage and anterior plate. On an unknown date post-operative, patient presented with a failed adjacent segment fusion. The cage in the adjacent segment subsided into the vertebral body of the spine disc level c4-c5. On (B)(6) 2018, surgeon removed all implants and revised the patient to a c4-c7 anterior fusion with a c4-c7 posterior instrumented fusion. Surgeon also performed an anterior cervical corpectomy at c5. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Concomitant devices reported: competitor¿s anterior plate (item number unknown, lot number unknown, quantity 1 each) competitor¿s cervical cage (item number unknown, lot number unknown, quantity 1 each).